Event description:
Twelve years postoperatively, the valve was explanted due to aortic regurgitation secondary to paravalvular leak for a "number of years" prior to explant and experienced progressively increasing heart failure. The surgeon stated the valve was "functioning normally". The valve was replaced with another valve. The pt also has a mitral valve which remains implanted. Additional info will be requested.